Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigation and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the surgeon had a series of events that ended in a form of open procedure to remedy. The surgeon was using mitek rapidloc system for fastening in the meniscal repair; 4 rapdiloc 12 degree needles failed to deploy properly from the applier. The surgeon resorted to a form of open procedure, "inside-out", and used a suturing technique to fasten the meniscal tear successfully without further issue or harm to the patient. The procedure was extended 30 to 45 minutes because of this. The complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2011-00149, 1221934-2011-00150, 1221934-2011-00152 and 1221934-2011-00153.